Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the scope could not be recognized, and the light of the front panel was blinking due to effect from the dust adhered to the scope sensor. The event can be prevented by following the instructions for use which state: - equipment to be placed in dust free environment. - prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. The device evaluation found the front panel light are blinking and error e300 is coming. In addition, dust was found accumulated on the scope detection sensor and inside the equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light source front panel is blinking. The event was found at maintenance. There was no patient involvement.